Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D154awg defibrillator (B)(4) 2007; 5076 non-defib lead (B)(4) 2007.

Manufacturer narrative:
Concomitant medical products: product ID d154awg, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013.

Event description:
It was reported that there was a chronic gradual rise in right ventricular (rv) pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that threshold increased to 4.75 at 1.5 from 1.75 at 1.5 from last visit three months ago. Since the last follow up visit, impedance has dropped from 874 ohms to 551 ohms. The patient was scheduled to be seen at the clinic but did not show up for their visit.

Event description:
It was reported that there was a chronic gradual rise in right ventricular (rv) pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.